Manufacturer narrative:
The field service rep determined there was a problem with the heat catch filter, and replaced heat catch filter. To verify analyzer performance, he checked lamp voltage, ran diagnostic checks, calibrations and controls which were all within spec. On a subsequent visit, the field service rep performed a photometer adjustment, and checked all analyzer functions. In addition, calibration and controls were run with all results within spec.

Event description:
User experiencing control recovery issues over the past three months, and failed out low on four external proficiency survey samples for ggt. Only the following survey sample was discrepant, which occurred on (B) (6) 2009. Reported survey result 8 u per l. Survey sample was repeated on (B) (6) 2009, giving 6.1 u per l. The acceptable survey range for this sample is 13 to 21 u per l. No pt samples were involved in this event.